Event description:
Per the clinic, the device was explanted under general anaesthesia on (B)(6) 2024, for unspecific medical reasons. The patient was reimplanted with another cochlear device during the same surgery.